Event description:
Related manufacturer reference number: 1627487-2024-07511, it was reported patient experienced patient having discomfort at ipg site due to burning and shocking sensations. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.